Event description:
On a preoperative cxr, pt was assessed of having a possible catheter fragment in the right pulmonary circulatory system. A product recall of "opti-flow chronic dual lumen hd catheters was delivered to this institution on 3/27/01. Assessment of pt population with identified "lot #'d catheters" that are probable problems has started.